Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the glidesheath slender separated from the hub upon removal of the sentinel (boston sci) stroke prevention device. The white part of the sheath slid through the valve and remained on the shaft of the sentinel retrieval catheter, and the hub/valve of the sheath remained taped down to the skin near the radial artery. The issue was noted and the tr band was successful applied for homeostasis. The procedure outcome was successful. Additional information was received 17october2019: the procedure was a tavr with use of sentinel protection device. The patient condition thought was stable. It was reported that the white part (10cm straw portion) of the sheath pulled through the valve and separated off of the valve. The physician believed it had fallen off, but it is possible the sheath was pulled inside out and then separated. The shaft of the sheath and the bsc device came out, the hub of the sheath was left in the skin, not the artery.